Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the zap was not determined. It was believed to be a one-time occurrence. The patient was sent home and as of 24 hours after the patient still had a tingle in their foot. There was no information received from the hcp yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had et and went to turn off their ipg when they were going to bed and felt a ¿zap.¿ now they had a tingle in their foot up to their ankle that hadn¿t resolved as of (B)(6) 2019. Impedances were checked, and they were all normal. The issue was not resolved. There were no further complications reported.